Manufacturer narrative:
Doctor alleged three (3) patients experienced sensitivity that required the doctor to redo fillings that had been placed. The doctor indicated she does not completely follow the IFU and dries the surface first. No product was returned by the customer. A retain sample was evaluated for appearance and met specifications. A review of the manufacturing records indicated that there were no non-conformance or variances in the manufacturing process. A review of the complaint database trending indicated there were no similar complaints received for this lot. These investigation results indicated that this incident was not the result of product failure and may be related to the product not being used as indicated in the IFU. Retain sample evaluation performed.

Manufacturer narrative:
The product was returned by the customer; however, the bottles arrived empty. No specific test is available for sensitivity and no visual inspection was performed because the bottles were returned empty. Because previous evaluations of retained samples indicated the product was within specifications, it has been determined that this incident was not the result of product failure.

Event description:
On (B)(6) 2011, a doctor reported that patients experienced sensitivity after use of optibond solo plus.